Event description:
It was reported that the right ventricular (rv) lead defibrillation impedances was changing, even giving high impedance alerts. The physician decided to try unplug and plug the lead, but the problem persisted (it was not a connection problem). The lead was abandoned and replaced. No patient complications have been reported as a result of this event.